Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh, and uterosacral vaginal vault suspension. The patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. The patient underwent revision, cystoscopy, and urethrolysis on (B)(6) 2007 [additional surgeries] due to incomplete bladder emptying, and voiding dysfunction. The patient also underwent removal of suburethral sling portion and advantage fit sling implant on (B)(6) 2009 due to recurrent stress incontinence, and cystocele. (B)(4) - urinary/bowel problems; undefined recurrence; cystocele.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.